Event description:
The initial report from the customer was that the device freezes upon power up. It was subsequently reported that the device would freeze (hang/lockup) during the charge/shock segment of the operation check. The reported symptom is a testing symptom only. There was no report of patient involvement or negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device freezes (hang/lockup) upon power up. There was no report of patient involvement or negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.